Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose. The customer's blood glucose was 449 mg/dl. The customer administered a manual injection. The customer reported working with their health care provider on adjusting the basal settings.